Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation to device not blowing any air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burnt, blower, box blower, outlet seal blower are contaminated, heater plate contaminated with hair, iso port kit contaminated with saline solution, ui panel scratched. The customer complaint was reproduced. There was single error has been identified. The device was scrapped.